Event description:
When staff are utilizing the panda warmers they are experiencing a problem with the bed side rails and handle breaking off, causing an unsafe transport of the baby to the nursery and sharp edges that could potentially harm the employee doing the transportation.manufacturer response (as per reporter) for infant warmer, panda infant warmerthe facility contacted dan at 1 800 345 2700 and told that this is a problem they are having with the product and a new part was sent to the hospital to repair the two warmers that were broken.

Event description:
When staff are utilizing the panda warmers they are experiencing a problem with the bed side rails and handle breaking off, causing an unsafe transport of the baby to the nursery and sharp edges that could potentially harm the employee doing the transportation.manufacturer response (as per reporter) for infant warmer, panda infant warmerthe facility contacted dan at 1 800 345 2700 and told that this is a problem they are having with the product and a new part was sent to the hospital to repair the two warmers that were broken.